Manufacturer narrative:
We are waiting for additional information. We are unaware about patient injury.

Event description:
The laser system has the following problem: "power drop". No adverse effects to patient were reported, problem happened during maintenance.